Event description:
A medwatch form was received from the user facility reporting that a (B)(6) female pt underwent a catheterization procedure on (B)(6) 2010. Following the procedure, the physician determined the pt was a candidate for the mynx and used the device for femoral arterial closure. According to the medwatch form, the physician used the appropriate procedure for determining suitability. It was also reported that the physician applied appropriate technique in deploying the device. Approx 4 minutes post deployment, it was reported that the pt developed an acute hematoma and manual compression was held at the site for 10 minutes. A femostop was used to achieve hemostasis and the pt was transferred to coronary care unit (ccu) for observation. Further testing demonstrated a pseudoaneurysm (psa) in the pt's left groin which was treated bedside with a thrombin injection. The pt was discharged to home.

Manufacturer narrative:
Based on the info provided, the cause of the reported event could not be conclusively determined. The review of the lhr (lot# f0934502) indicated that the mynx device met all established performance criteria prior to shipment. Review of design/process (B)(4) confirmed that the failure modes hematoma and pseudoaneurysm is identified in the risk management document.